Event description:
(B)(4). Same patient as MDR ID#: 2134265-2013-00325, 2134265-2013-00326, 2134265-2013-00327, 2134265-2013-00328. It was reported that following a coronary artery stenting treatment procedure, the patient had unstable angina and jailing of ramus artery. In (B)(6) 2007, the patient was diagnosed for stable angina (ccs classification 1) and cardiac catheterization was recommended. The target lesion was located in the distal right coronary artery (dist rca) with 80% stenosis and was 20mm long with a reference vessel diameter of 2.25mm. Following pre-dilation using a 2.25x15mm maverick balloon catheter and placement of a 2.25x24mm taxus perseus stent, a small extra luminal dissection was noted in the dist rca. This was subsequently covered with a 2.25x12mm taxus perseus stent, with 0% residual stenosis. In (B)(6) 2010, the patient had unstable angina. Two taxus liberte stents were placed in the proximal left circumflex artery (prox lcx) and ramus intermedius respectively. In (B)(6) 2011, angiography revealed 80% in-stent restenosis within the study stents the in the mid and dist rca, and jailing of ramus artery due to the taxus liberte stent in the prox lcx. No intervention was performed and the patient was treated medically. In (B)(6) 2012, the patient presented with chest discomfort. The patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. The patient underwent coronary artery bypass graft (CABG) procedure with saphenous vein graft (svg) to right posterior descending artery (r-pda) and svg to ramus intermedius. Post operation the patient developed atrial fibrillation and was subsequently treated with amiodarone, beta blockers and coumadin because of persistence of atrial fibrillation. The patient returned to sinus rhythm. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).